Event description:
It was reported that: "on (B)(6) 2012 between the hours of 21:47 and 23:00, a female patient who had been connected to the ventilator became disconnected from the patient circuit y-piece. The patient did not get a sufficient amount of oxygen to her brain, went apneic and as a result sustained hypoxic brain injury. The ventilator was checked out by the respiratory clinical coordinator and he determined that there was no problem with the ventilator, the ventilator was then reconnected to the patient at 23:00. The nurses stated that from the nurses' station, they did not recall hearing an audible alarm coming from the ventilator but the respiratory therapist verified that the ventilator did alarm. The hospital has not alleged that the ventilator malfunctioned or that the ventilator caused or contributed to the patient injury."